Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. The lot number was not provided; therefore, a batch review could not be performed. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer notified baxter corporate product surveillance of one interlink IV conn/male luer lock adapter in which the hub separated from the tubing at the bonded junction. This resulted in a leak. This occurred during use with a power injector while the nurse was attempting to inject a dye. There was no patient injury or medical intervention associated involved in this event. No additional information is available.